Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 3006705815-2020-32813, 3006705815-2020-32815. It was reported that the patient's ipg was unable to enter MRI mode. Troubleshooting was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the system was explanted.